Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor pins were found to be partially dislodged. A review of the pump history indicated that loss of cartridge detection had occurred. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred. Unrelated to the event the display was found to be dim and pink and the battery compartment was found to be cracked.